Event description:
The patient reported that he was getting an 01 (empty cartridge) alarm. During the call with the company representative, he was assisted in resetting his infusion device to a full cartridge. The patient stated that his blood glucose was 40 mg/dl and he abruptly disconnected the phone call. Upon follow up with the patient, the patient reported that he was incoherent when his blood glucose was 40 mg/dl and he ate honey to raise his blood glucose. The patient reported that he waited too long to eat which caused his low blood glucose value. He reported that his normal blood glucose value is 100 mg/dl. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.